Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, bone resorption, peri-implantitis, swelling, inflammation. 4 weeks after implantation swelling of mucosa and implant was loose.